Event description:
Both [2 of the same] products are throwing false covid-19; negative tests over and over. Pts who came in for a covid-19 swab (nasal) test could have received false negatives due to the machinery malfunction. The stated date/time is not known. Just the time realized. These two machines are replacements for the originals and were received / installed on 12/18/2021 and this is the first issue since - to my understanding.